Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter had experienced a high blood glucose level. The customer's blood glucose level at the time of the incident was 522 mg/dl. It was also reported that was her daughter was sick and her health care professional was placing her pump on a temporary basal setting for (B)(4) at a 4 hour duration. The customer's mother was assisted on adjusting the setting at the time of call. The insulin pump will not be returned for analysis.